Event description:
Procedure performed: cholecystectomy. Event description: they starting to use the clip and first clip was ok, the other didn't came out. This happened more than a couple of time. They pre-charge before apply the clip, so if during pre-charge they see the clip coming down and set, they go to clip the vessel or cyst duct, if they saw during pre-charge the clip didnt coming down and set, they use to close the clip and start again to pre-charge the clip. Additional information received from company rep. Via email on 24 jan 2025: no, the clip didn't work properly for 4 times. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. The actuation completed by fully squeezing the trigger and allowing the device to rest. No clip was manually removed as a loaded clip, leaving the feeder exposed. The trigger could be actuated as normal. Basically when they start to use the clip, the first and second clip gone right, but the other not, the problem was that they act to pre-charge the clip as usually but the clip didn t come down looks like empty , so they squeeze completely an re-start, when they're started the clip was working properly, but when they do it again in the pre-charge the clip didn't come down and set (looks like they finished the clip) so they squeeze the trigger completely ( no clip appear), they so pre-charge again and clip come down properly. Lot confirmation failed with the account ID, tm mentioned "maybe its from a kit because they buy a lot of them". On 02 feb 2025: lot trace confirmed this device (lot #1531051) is from a kit (lot #1540924). Intervention: they kept using clip. Patient status: the patient is good.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction to h6. Component code.

Event description:
Procedure performed: cholecystectomy. Event description: they starting to use the clip and first clip was ok the other didn't came out. This happened more than a couple of time. They pre charge before apply the clip, so if during pre charge they see the clip coming down and set, they go to clip the vessel or cyst duct, if they saw during pre charge the clip didnt coming down and set, they use to close the clip and start again to pre charge the clip. Additional information received from company rep. Via email on 24jan25: no, the clip didn't work properly for 4 times. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. The actuation completed by fully squeezing the trigger and allowing the device to rest. No clip was manually removed as a loaded clip, leaving the feeder exposed. The trigger could be actuated as normal. Basically when they start to use the clip, the first and second clip gone right, but the other not, the problem was that they act to precharge the clip as usually but the clip didn t come down looks like empty , so they squeeze completely an re-start, when they're started the clip was working properly, but when they do it again in the pre charge the clip didn't come down and set (looks like they finished the clip) so they squeeze the trigger completely ( no clip appear), they so pre charge again and clip come down properly. Lot confirmation failed with the account ID, tm mentioned "maybe its from a kit because they buy a lot of them". 02feb2025: lot trace confirmed this device (lot #1531051) is from a kit (lot #1540924). Intervention: they kept using clip. Patient status: the patient is good.